Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 34 mg/dl on (B)(6) 2025. Cause was not known. Reportedly, due to the bg, the customer lost consciousness. While in the ER, the customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later that same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.